Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint unconfirmed, during evaluation the device functioned. However, the power supply serial number and capacitor lot number 17jx3m require replacement. Physical damage was found to the top cover, bottom cover, bezel, lcd touch screen, and inflow door cover. There are also 4 missing bumpers, and the serial label requires an update. The software label requires an update from v1.10 rev 33 to v1.10 rev 38. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/01/2025, a sales representative reported via (B)(6) that an ar-6480 pump would not recognize outflow tubing. This occurred during a case with no patient affected.